Event description:
It was reported that an intravia empty container (150 ml) leaked into its over pouch from a pinhole on the left side of its administration port. This occurred upon receipt by the user and prior to patient use. The reporter stated that there was no obvious damage to the device¿s packaging. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection, pressure testing and functional testing were performed. During the functional and pressure testing it was identified that there was a leak between the membrane tube assembly and the intrivia bag assembly. The cause of the leak is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.